Manufacturer narrative:
An investigation is currently underway. Upon completion, investigation results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with palindrome 19/36 kit with slot. The customer states that the catheter's cuff cannot adhere to the skin. The catheter fell out. There was no patient injury or medical intervention required. Re-intubation necessary. The device was pulled and replaced.